Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using two proglide devices after a cerebral dianostic procedure. When depressing the plungers on both proglide devices, the suture was not captured. There was no adverse patient sequela. The method used to achieve hemostasis was not reported. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.